Event description:
Pt was in gi lab and having an eus and ercp. Images were being used to place wire for ercp and fluro machine stopped taking pictures during procedure. Doctor was only able to place plastic stent and not metal stent due to malfunction.